Event description:
It was reported that three (3) large volume infusors leaked from an unspecified location; there was liquid in the unopened packaging bag. This was observed before patient use. The devices were filled with 4400mg fluorouracil and dextrose 5% to a final volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between october 25-28, 2024. The actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there were several droplets of fluid inside a bag that contained the devices which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined; however, closer inspection on the photographs suggested the droplets inside the bag may be condensation. Condensation is not leak caused by the infusor device. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Therefore, the cause of the condensation could be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.